Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 1 pump was returned and investigated. There was 1 instance of a vibration issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Of the 7 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture in the pump. During investigation for unrelated allegations, there were 2 additional vibration failures revealed during product investigation, one due to failed power flex and one due to a vibration motor failure.

Event description:
This report summarizes <noe> 7</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a vibration issue. These reports were received from various sources. The patients associated with this allegation ranged from 17-71 years of age and between 78 and 205 pounds. Of the reported patients, 2 were male, 5 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016. Of the 7 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture in the pump. During investigation for unrelated allegations, there were 2 additional vibration failures revealed during product investigation, one due to failed power flex and one due to a vibration motor failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that the one touch ping model pump experienced a vibration issue. These reports were received from various sources. The patients associated with this allegation ranged from 17-71 years of age and between 78 and 205 pounds. Of the reported patients, 2 were male, 5 were female, and 0 were unknown.